Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the coating of insertion tube was peeled off by stress of repeated use, external factors, or handling. However, a definitive root cause could not be determined. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was displaying a cloudy image. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the coating on the insertion section was peeling off. This report is being submitted for the malfunction found during device evaluation (coating peeling off). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the reported issue (cloudy image) not confirmed or duplicated. In addition to peeled coating, service found there were stains on the image guide bundle, the bending angle was out of specification due to wear of the angulation wire, the adhesive on the bending section cover was chipped, and the universal cord was scratched. The treatment tool and the brush got caught in the instrument channel. There was a leakage due to a hole on the forceps channel, insertion tube, and the bending section cover. There was liquid invasion in the light guide bundle, the control section, the up down plate, the universal cord, the electrical connector, and the scope connector. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.